Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming, bolus history, and insulin concentration were correct. The bolus history did not show any entries in addition, a fixed prime test was completed and the insulin exited.